Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Reportedly, postoperatively, the patient developed ectopic bone growth and chronic back pain. It was reported that the patient is dependent on a walker and cannot walk on his own.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.